Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high and low blood glucose level of 290 mg/dl and 48 mg/dl. The customer was treated with bolus and food. Customer's blood glucose value was 177 mg/dl at the time of the call and customer¿s blood glucose level at the time of incident was 290 mg/dl. Customer¿s mother declined to troubleshoot. Customer performed self test and hardware low level failure alarm. Customer was able to clear the alarm and able to complete rewind. Another self test was performed and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.